Event description:
Patient had pain. Attempted implant placement of 3.5x11mm, but implant spinned and no stability. 4.0mm implant unable to be placed due to pain to patient nearing mental nerve. Implant was placed and removed the same day.